Event description:
It was reported that there was loss of image.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: error message camera was overheated. Probable root cause: ccu software failure; usb port ; usb cable ; device control; fpga fan ; temperature sensors; main board; prism . The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.